Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient picked the incision open. There were no additional adverse patient effects reported. The ra lead was explanted.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient picked the incision open. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture the changes in h6: patient codes and impact codes. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that there was no lead damage which points to twiddler's syndrome. The allegation against the lead was not confirmed.